Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and verified the reported issue. Physio replaced the device's system pcb assembly to resolve the reported issue. After completing other unrelated repairs,proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device freezes at self-test screen during start up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined an inoperative single board computer was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device freezes at self-test screen during start up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.